Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found crystals in the air/water tube. Additional evaluation findings are as follows: 1.) Leaking at bending cover; 2.) Switch #1 worn and discolored; 3.) Switch 2 worn and discolored; 4.) Insertion tube worn with indentation noted; 5.) No air/water flow. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the nozzle was clogged due to insufficient or incorrect reprocessing of the device. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the clogged nozzle could not be determined at this time. The investigation could not confirm the origin of the foreign material. The following information is stated in the instructions for use (IFU) regarding reprocessing: ¿precleaning the endoscope and accessories -warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. -flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manual cleaning -clean the external surface *immerse the endoscope in the detergent solution. *with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned - flush the air/water channel with detergent solution. - remove detergent solution from all channels. Presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces.¿ olympus will continue to monitor field performance for this device.